Event description:
This report is submitted on behalf of the device MFR, the laryngeal mask co ltd., and essentially duplicates info aready provided to FDA by the distributor. Please note that the MFR is using the distributor's reporting number for identification purposes until a separate number is issued for the MFR.